Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was a bend in the hypotube at the strain relief, and blood was present in the shaft and on the collar of the device. There was partial collar detachment. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. The partial collar detachment and hypotube bend found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and difficulty advancing the device.

Event description:
Reportable based on device analysis completed on 25feb2022. It was reported that the device could not cross lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion for several attempts. The procedure was completed with another of the same device. No patient complications were reported and patient was stable. However, device analysis revealed that the collar was partially detached.